Manufacturer narrative:
Per customer, calibration and qc did not appear to be affected; however, no instrument printouts were supplied by the customer. A field service engineer (fse) was dispatched and replaced the stir bar and reagent syringe since they both appeared very dirty. Customer was educated on increasing their maintenance schedule since they are running more samples per day due to the duplicate runs for each sample.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that several glucose (glucm) results did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems, but customer could only produce results for one patient. The original result of 129mg/dl repeated as 86mg/dl. The specimen was re-tested on a different instrument and obtained results confirmed the higher patient result. The low result was not reported out of the lab. Patient treatment was not affected.